Event description:
An olympus employee reported that, during receiving inspection, the adhesive on the insertion section of the loaner device was broken. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. In addition, inspection and testing found the adhesive on the bending section cover was cracked, the water removal ability did not meet the standard due to deformation of the nozzle, the image guide protector was damaged due to physical stress, and there were white dots in the image due to damage on the charge-coupled device unit. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.